Event description:
It was reported that the ventilator had a constant alarm at power up and the turbine was not generating any flow. The reported problem occurred when attempting to place the ventilator on a pt. No pt harm reported.

Manufacturer narrative:
Na